Event description:
It was reported that while removing the bd vacutainer® multiple sample luer adapter after use, the tube of the holder broke off. The following information was provided by the initial reporter, translated from french to english: "when removing the device used for blood culture, the tip (tube) of the holder broke. The medical staff didn't use force on the device."

Manufacturer narrative:
Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for a broken luer adapter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a broken luer adapter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a broken luer adapter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and a broken luer adapter was observed. Root cause description: based on the investigation, no cause from manufacturing was identified nor could a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while removing the bd vacutainer® multiple sample luer adapter after use, the tube of the holder broke off. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the device used for blood culture, the tip (tube) of the holder broke. The medical staff didn't use force on the device."